Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3/as compounder for which the customer reported yellow station is inaccurate was not confirmed or reproduced during service by baxter personnel. The device passed all delivery accuracy tests during evaluation. Hence, the problem was not confirmed. The root cause was undetermined. Additional information: a service history review revealed that device has been serviced four times prior to this event. The device has not been previously sent into service for the reported condition of "inaccurate delivery."

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported issue of inaccurate delivery was not confirmed. The visual examination of the unit did not confirm the issue. A follow-up report will be filed if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Event description:
Baxter received a complaint from a facility involving the automix 3+3/as compounder. According to the facility, the device had an inaccurate delivery. Pharmacy technician stated that yellow station running electrolytes is inaccurate. Programmed amount was 37mls and the actual delivery was 41ml over +10%. This issue happened during use. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.